Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented an endocarditis. Consequently, the entire therapy system was explanted. Since the patient is pacemaker dependent, a new system was implanted and no additional adverse patient effects were reported. The hospital is in possession of the explanted product. At this time, specific details of the lead are unknown, but additional information was requested.

Manufacturer narrative:
This lead is not a boston scientific product.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented an endocarditis. Consequently, the entire therapy system was explanted. Since the patient is pacemaker dependent, a new system was implanted and no additional adverse patient effects were reported. The hospital is in possession of the explanted product. At this time, specific details of the lead are unknown, but additional information was requested. Additional information was received indicating that this right atrial (ra) lead is not a boston scientific product, therefore, the company does not own reporting responsibility. The initial report was submitted prior to receiving this information, so specific details of this patient's therapy system were unknown at the time.